Event description:
During a primary tha when the trial was impacted, the threads stripped so the surgeon had to remove the trial with osteotomes.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding damaged threads of a trident modified window trial was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported thread damage. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the reported thread damage was confirmed. The exact root cause could not be determined as the severe damage to the threads meant no evidence of the original thread condition could be observed, however the damage is consistent with usage of the device without fully threading the trial to the impaction handle.

Event description:
During a primary tha when the trial was impacted, the threads stripped so the surgeon had to remove the trial with osteotomes.